Event description:
It was reported that after insertion of a 105mm tfn screw, the surgeon attempted to remove the blade guide sleeve from the 130 degree targeting guide. The buttress nut would not release from the targeting guide, therefore, the targeting guide was removed from the insertion handle. Even after removal, the buttress nut had difficulty releasing. Once released, the blade guide sleeve would not remove from the targeting guide. Once removed, the buttress nut had difficulty removing from the blade guide sleeve. Surgery was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that there were no issues that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: the returned devices are critical components of the synthes titanium trochanteric fixation nail (tfn) system which allows for an intramedullary method for stabilizing femur fractures using implants made of titanium alloy. The tfn system is composed of a series of cannulated nails, helical blades, end caps, locking bolts, and screws. The tfn system includes a 130° aiming arm (357.366) which in accordance with the blade guide sleeve (357.369) and buttress nut (357.371), are used to accurately guide a helical blade into the tfn in order to help secure it following insertion. Drawings 357_366 (rev a) (09may01), 357_369 (rev c) (20mar02), and 357_371 (rev b) (09sep02) were reviewed and determined to be suitable for the design, application, and dimensional conformity of the subject parts. The returned parts were used to attempt a recreation of the complaint condition and due to damaged threading the buttress nut would not thread onto the blade guide sleeve. It appears that the buttress nut was forced to thread onto the guide sleeve during surgery, which eventually prevented it from properly disengaging from the aiming arm following tfn insertion. The difficulty to remove the buttress nut from the guide sleeve even after taking apart the entire assembly was another indication of the buttress nut potentially having been cross threaded with the guide sleeve due to damaged threading. A known good buttress nut (5013309) was mated with the returned aiming arm (4815964) and blade guide sleeve (4571090) and the parts mated without difficulty, which further indicated that the damaged threading of the returned buttress nut (5013308) was the root cause of the complaint condition. There have been a total of 19 relevant global complaints for 357.366, 44 for 357.369, and 43 for 357.371 from 01/2008 to 09/2014. The returned parts are used in surgery during the placement of helical blades designed to help secure inserted tfns in place. There have been a total of (B)(4) total helical blades sold globally from 01/2008 to 09/2014. Based on complaints and sales based on the findings of the investigation and the provided details regarding the complaint, the root cause of the condition is worn and damaged inner threading of the buttress nut which prevented smooth interaction with the guide sleeve and subsequently compromised the buttress nut¿s ability to engage and disengage with the locking mechanism of the aiming arm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.